Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient experienced intolerable halos and double and triple vision after implantation of a zma00 intraocular lens (iol). The iol was explanted without complications and a monofocal lens was implanted. No further information was provided.

Manufacturer narrative:
Additional information was provided: age/date of birth: (B)(6). Gender/sex: female. The customer clarified that the patient had the lens implanted at their facility, however, the explant occurred at another hospital, therefore no other information was available. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection revealed that the lens was cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis was not possible. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.